Event description:
Physician was attempting to use a protégé everflex self-expanding stent along with non-medtronic 6fr sheath and 0.035" guidewire during procedure to treat a moderately calcified lesion in the left mid common iliac artery with chronic total occlusion (cto-100%). The vessel was none tortuous. The vessel diameter and lesion length are 6mm and 9mm respectively. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The lesion was pre dilated with a 5x80mm device. It was reported that physician wanted to target a cto lesion in the left arteria iliaca externa with the stent. It was pre-dilated with a 5 mm x 80 mm balloon. The physician could position the stent without problems or force within the lesion. Physician started deploying the stent and after ~ 1 cm of deployment, they felt some resistance and the sheath that is removed to fully deploy the stent could not be removed any further. The physician tried to apply more force with removing the sheath to completely remove it but the sheath did not move and the stent could not be deployed fully. Since the stent struts was already exposed did touch the vessel wall. Physician tried to push the sheath over the stent so it would un-deploy but that did not work. To recover the partially deployed stent, physician cut the device and tried a bigger introducer sheath with 8f diameter. During that the guidewire was accidentally removed and had to introduce a new one through the device lumen. The new guidewire was not in the arteria iliaca externa but in the abdominal aorta. Physician opted to try removing the stent by carefully pulling the whole system out of the patient. During that, the stent fully deployed in the arteria iliaca communis where it now remains. The arteria iliaca communis did not have any lesions but is now stented. The patient does not show any symptoms c aused by the wrongly deployed stent as of today. No further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: physician cut the protégé catheter. The guidewire was changed to a non-medtronic guidewire. The target lesion was not treated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned coiled inside its pouch inside its shelf carton. Lot number on pouch and carton labels: b204335. Device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the inner and outer shafts detached from the deployment grips and hypotube approximately 9.5cm from the strain relief, and with multiple kinks along the distal inner. No functional testing could be carried out based on the condition of the returned device. Image review: the customer returned 8 images. Images 1 and 2 appear to show the patient¿s vasculature with contrast dye in the vessels and a guide catheter and guidewire. Image 3 appears to show the distal end of the delivery system on the guidewire and protruding out from the guide catheter. The distal end of the stent appears to have been deployed. Image 4 appears to show the distal end of the delivery system on the guidewire and protruding out from the guide catheter. Image 5 appears to show the patient¿s vasculature with contrast dye in the vessels and a guide catheter and guidewire. Image 6 appears to show the distal end of the delivery system on the guidewire and protruding out from the guide catheter. The distal end of the stent appears to have been deployed. Images 7 and 8 appears to show the distal end of the delivery system on the guidewire and protruding out from the guide catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Physician cutdown the sheath. Left external iliac artery was the target. Pre procedure plan was balloon angioplasty followed by stenting. If information is provided in the future, a supplemental report will be issued.